Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint. -patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained which indicates that the patient had pinnacle devices. Medical records indicate that the patient was revised to address pain. Two of the screws holding the cup in place were loose. Additionally it is noted that the cup showed no ingrowth. Doi: unk - dor: (B)(6) 2011 (right hip). After review of medical records, the patient was revised to address failed right total hip arthroplasty with pain and trendelenburg gait. No sticker sheets were provided. Updated product details of unknown screw and added the second screw that was loose. Added head and liner since ppf and medical records indicated that these were removed. Doi: (B)(6) 2008; (right hip) 2nd revision.